Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the narcotic medication requested for validation from the pharmacy continued to show a rejected status in medbank, despite pharmacy approval. A technical support specialist (tss) remoted into the cabinet to verify the issue. Gathered details regarding the medication request and contacted the pharmacy, advising them to update the latest request to approved and mark the old request as rejected. Confirmed changes in the patient¿s profile, which reflected the medication as approved. Phoned the customer and had her attempt to issue the medication. Verified that the medication was successfully issued. The system functioned as intended after the technical support specialist investigate the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower aux user requested for validation from the pharmacy still showed a rejected status on medbank, even after the pharmacy had approved it. Customer remoted into the cabinet to verify the issue, gathered all relevant details regarding the medication request, called the pharmacy to explain that they needed to update the latest request to 'approved' and mark the old request as 'rejected,' confirmed the changes by checking the patient¿s profile, phoned leslie to have her attempt issuing the medication, and verified that the medication was successfully issued. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.